Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that dirt was found in the device. An encore balloon catheter inflation device was selected for use. During unpacking, it was noted that the cylinder part of the device was dirty. The procedure was completed with another of the same device. No patient complications and injury were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The encore unit was visually inspected and a white stain was found on the side of the device, the stain was noted to be on the inside of the clear housing and on the outside of the barrel. It is consistent with the application of excess adhesive. The stain did not obstruct the graduation marks in the barrel. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that dirt was found in the device. An encore balloon catheter inflation device was selected for use. During unpacking, it was noted that the cylinder part of the device was dirty. The procedure was completed with another of the same device. No patient complications and injury were reported.